Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for defib. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the reported malfunction was observed but not duplicated. The device was put through extensive testing without duplicating the malfunction. The device's processor/bridge/pace board was replaced as a precaution. The device was recertified and returned to the customer. The processor/bridge/pace board was returned to zoll medical corporation and the malfunction was duplicated and attributed to the processor/bridge/pace board. No trend is associated with reports of this type.